Manufacturer narrative:
A field service engineer was dispatched to customer site and performed a planned maintenance level 2 (pm2). The pm2 kit contained the vacuum pump oil, catalytic decomp filter, oil mist filter, adapter converter and iso kf centering ring which were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 1/26/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "h2o2 smell" emitting from the sterrad nx sterilizer. A health care worker (hcw) experienced a headache for a couple of days and "only took ibuprofen". No medical attention was sought and the hcw is stated to be "fine¿. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic decomp filter, oil mist filter, adapter converter and iso kf centering ring were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic decomp filter, oil mist filter, adapter converter and iso kf centering ring. The field service engineer (fse) confirmed the issue was oil related. The fse replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.